Manufacturer narrative:
Testing was performed on retained kit lot 097253 with the following internal serum/plasma control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 097253 were reviewed. Release testing was valid and the lot was found to be performing as expected. Additionally, the manufacturing batch records for lot 097253 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 097253 showed that the complaint rate is (B)(4). In house testing was unable to determine the exact root cause of the reported issue. The evidence available does not indicate that the product is performing outside label claims. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Conflicting results were reported on three serum samples tested with the alere determine hiv 1/2 ag/ab combo. The first test was ag (B)(6) while the second and third tests were (B)(6). No confirmation testing was performed.the patient was reported as female, however, age, pregnancy status, treatment, and patient outcome are unknown.